Event description:
Related manufacture reference number: 2017865-2022-11365. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the merlin programmer had overestimated the longevity of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event.